Event description:
Event description boston scientific crm received information that this pacemaker has exhibited rapid battery depletion for this pacer-dependent patient. The device has been in service for 1.77 years, and has not exceeded the minimum longevity of 9 years calculated by technical services. This device is part of an advisory regarding the crystal timing component, however exhibited no symptoms that were consistent with those described in the advisory. No adverse patient effects were reported.